Event description:
The customer reported being hospitalized due to high blood glucose of 575 mg/dl and released the same day. The symptoms leading to her admission was thirst and a cold. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the reservoir and infusion set, and found the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.